Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify the event "the suture leaves (detached) or breaks the knot point three times": did the suture strand break in the middle during use? Did the needle detach from the suture during the use? Did one suture presented the issue 3 times or 3 different sutures presented the issue? Did the needle fall into the patient? Was the needle retrieve during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that the patient underwent an encephalic head trauma on (B)(6) 2017 and the suture was used. During the procedure, the suture detached or breaks the knot point. Additional information has been requested.